Manufacturer narrative:
Detailed product information was not provided to bsc. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-03276 for the spyscope ds ii access & delivery catheter and . For the spy ds controller. It was reported to boston scientific corporation that spyscope dsii and spy ds controller were used in the common bile duct on (B)(6) 2024. It was reported that the image stopped appearing after 35 minutes of insertion into the bile duct. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.